Event description:
It was reported that the fiber cap detached inside the pt at 9,433 joules during a prostate procedure. The procedure was completed with another fiber. The method of cap retrieval was not reported, however, it was reported that no part of the device was left inside the pt. It was reported that the pt tolerated the procedure with no problems and that there was no pt injury. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00402.)

Manufacturer narrative:
The components fiber and cap are associated with the device break.